Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after three requests, smith and nephew has not received adequate supportive clinical documentation to fully evaluate the compliant nor to determine the root cause of the reported dislocation. Based on the information provided, the impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed on (B)(6) 2011, the patient complained of dislocation. The initial reporter said that it was confirmed that the journ art ins bcs std 7-8 lt10 ((B)(4)) was to blame for the dislocation. A revision surgery was performed on (B)(6) 2021 to address the adverse event and only the insert was explanted. It is unknown the patient's current status and further information is unavailable.